Event description:
The 22g protect IV plus safety IV catheter by smiths was in the patient. As the nurse removed the catheter, the cannula detached from the blue hub. The nurse realized the break and was able to wiggle/squeeze out the cannula from under the skin.====================== manufacturer response for protectiv plus safety IV catherter 22g, jelco 22g IV catheter (per site reporter)======================sales representative made aware for return to company.